Event description:
A customer contacted beckman coulter inc. (Bec) on (B)(6) 2012 stating that on average at least once per day a specimen tube leaks blood from the tube top where their unicel dxh 800 coulter cellular analysis system has punctured the tube during sampling and causes the tube to leak blood during mixing. Personal protective equipment (ppe) consisting of a lab coat was worn by the user. The lab's exposure control/risk management plans are in place. No injury or exposure was reported. There has been no report of any patient results being affected.

Manufacturer narrative:
A bec field service engineer (fse) went on-site and optimized the sample access module (sam) adjustment and piercing adjustment. The failure mode for tube leaking after instrument sampling puncture is unknown. (B)(4).